Event description:
Pt's home healthcare registered nurse (B)(6), reported that curlin pump malfunctioning, continuously reads error of replacing lithium battery even after replacing batteries. Pharmacy sending a new pump. Hhrn will finish infusion via gravity. No missed dose(s) or adverse event(s) reported due to product issue. Troubling shooting was completed and did not resolve the issue. Device is available for return. No addl info. Serial number (B)(6). Maintenance due date is 03/2025. Reported to (B)(6) by health professional.